Event description:
N/a.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) evaluated the iabp for the reported "leak test failure" and he was able to run simulated treatment with trainer and catheter without any issue. The fse replicated the user complaint however, was unable to complete an all manifold test, the issue was narrowed down to the pim. To fix the issue he replaced the suspect pim and successfully completed an all manifold test. He then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. The full event site name is (B)(6) medical center.

Event description:
It was reported that during daily checks the cardiosave intra-aortic balloon pump (iabp) had a leak test failure. There was no patient involvement, and no adverse event reported.